Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that a procedure was done to reposition the device and the electrode. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. An x-ray was done to review system placement. The doctor elected to do an electrode revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. An x-ray was done to review system placement. The doctor elected to do an electrode revision. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that a procedure was done to reposition the device and the electrode. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. An x-ray was done to review system placement. The doctor elected to do an electrode revision. There were no additional adverse patient effects. The system remains implanted.